Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a leakage. The event occurred during opening. The operator of the device was a compound technician, and it was found at the hospital. The product was an unused sample from the same lot and there were 8 boxes available for return, and the customer requested credit. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.

Manufacturer narrative:
Ninety-six new and unused cassettes of lot #6022017 were received for evaluation. One photo was attached to the complaint, and no discrepancy was found. The returned samples functionally tested, and no leakage or occlusion was detected. The samples tested normally during evaluation. A lot history review found one other complaint documented for lot number 6022017.